Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead was oversensing noise. The patient was brought in clinic where a computed tomography scan was completed to reveal the lead was fractured. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece, distal portion only. The reported event of fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for damages consistent with procedural damage.